Event description:
The patient had a generator replacement occur. The explanted generator was reported to have been discarded at surgery. No additional relevant information has been received to date.

Event description:
The patient has been having more frequency breakthrough seizures recently. The patient was referred for a battery replacement. No known surgery has occurred to date. No additional relevant information has been received.